Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345. The cause was identified to be an out of calibrated specification upstream thermistor sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.